Manufacturer narrative:
Title: incidence and risk factors of incisional hernia after single-incision endoscopic surgery source: 2020 de guzman c.a.-r., morandeira-rivas a.j., herrero-bogajo m.l., moreno-sanz c. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed between january 2009 and december 2011, 109 patients underwent single-incision laparoscopic cholecystectomy technique associated with a substantially high risk of postoperative incisional hernia due to symptomatic cholelithiasis or gallbladder polyps. It was reported, ten patients required conversion to multiport laparoscopic surgery due to difficulty in dissecting the cystic elements, and bleeding. Seroma occurred in 17 patients and wound infection in eight. All of them were resolved with conservative treatment. One patient, who had a concomitant cholecystectomy and simple liver cyst fenestration, was re-operated on due to postoperative bleeding at the fenestrated hepatic edges.

Manufacturer narrative:
Corrected information: b3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.